Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The illuminator was installed into a pca test system and failed to power on with a 48238 error. A visual inspection noted the illuminator had one bad fuse and dusty fans. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was a non-recoverable fault during a case. The customer was docking into the patient. An intuitive surgical inc. (Isi) technical support engineer (tse) asked the customer to verify the illuminator, the double camera controller (doco) power switches, and the power cords were plugged in. The technical support engineer asked the customer to disconnect the illuminator to doco communication cable. The system then powered up and homed successfully; however, was getting a recoverable fault 48238. The customer recovered the fault and located third party illuminator to use. The customer re-installed the instruments and continued with their case. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer replaced the illuminator (B)(4) to correct the reported problem. The system was tested and verified as ready for use.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - the illuminator has been returned and evaluated by the original equipment manufacturer (OEM). The OEM confirmed the initial reported failure. The illuminator fuse was blown and would need to be replaced. There was no additional information found during OEM analysis.

Event description:
Refer to additional for follow-up information.